Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g6 transmitter to the ilet, resulting in inability to start a sensor session until a new sensor and transmitter were applied and paired, after which warmup commenced. Symptoms included hyperglycemia with a reported peak of 264 mg/dl for a few hours, without ketone testing, medical intervention, or use of backup therapy. Outcomes included transient elevated glucose without reported acute complications. Investigation included guided troubleshooting, verification of ilet bluetooth functionality, review of the cgm menu and sensor history, re-entry of pairing code, and replacement of the sensor and transmitter followed by successful pairing and warmup. Investigation of this case revealed that the initial pairing failure was resolved by replacing cgm components and re-pairing, consistent with a cgm connectivity and setup issue limited to ilet integration. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and cgm component replacement resolving the issue.